Event description:
The n-560 was reported for a non-specified failure by the customer. The technician found no audio upon receipt of the n-560 at the covidien service center on 09/08/2008.

Manufacturer narrative:
Investigation has confirmed the no audio and isolated the problem to the speaker, and the speaker was replaced.